Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. (B)(4).

Event description:
It was reported that the insulation had been compromised.

Manufacturer narrative:
Alleged failure: failed insulation. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be normal wear, sterilization methods, and user misuse. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. The device manufacturer date is not known. (B)(4).

Event description:
It was reported that the insulation had been compromised.